Event description:
It was reported the tilt actuator began smoking and making a popping noise during use. The actuator continued to run and smoke until the actuator was unplugged. No patient injuries were reported as a result of this event.